Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) autofill failure. There was no patient injury or harm reported.

Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) autofill failure. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and could not duplicate any autofill failures and he hooked up a test balloon and the machine pumped with no alarms. Inspected the logs and the autofill codes indicated ox2 strings, which indicate balloon volume issues. The fse found the customers test balloon on the machine, and it was missing the extender. It was stated the perfusionist noticed that the helium on the machine was critically low. The perfusionist replaced the helium then attempted to pump on a test balloon. From what the fse can gather, the test balloon is missing the extender tubing, and that is why they received autofill failures. Due to the initial low helium, then the missing extender. Pumped on a test balloon and performed multiple autofill with no alarms. Verified calibration and functional tests. Returned cardiosave to the customer for clinical use.

Event description:
N/a.